Event description:
At the beginning of an electrophysiology procedure using ensite navx patches, the patient experienced an allergic reaction of unknown origin. The patient assessment prior to the procedure revealed the patient had no complaints and vital signs were stable. The patient was brought into the electrophysiology lab and the navx patches, ECG electrode patches, defibrillation pads, and an electrocautery grounding patch were applied. The patient complained of mild dyspnea and throat tingling. No medications had been given at this time and this reaction was attributed to anxiety; therefore, the anesthesia team proceeded with induction using remifentanil and propofol. The patient was then intubated. After intubation, the patient developed severe hypotension with the systolic blood pressure in the 50s and sinus tachycardia. During the patient resuscitation, it was noted the patient had diffuse erythematous blanching rash covering the trunk and extremities. The patient's skin was warm to the touch. No wheezing was noted on the pulmonary exam. The patient received IV fluids, IV steroids, epinephrine, and phenylephrine. A radial arterial line was placed by anesthesia. A brief beside transthoracic echocardiogram demonstrated hyperdynamic left ventricular function. All patches were removed from the skin. As previously noted, the rash was diffuse and not localized to the region of the patches. With these interventions the patient's systolic blood pressure improved to the 120s with a sinus heart rate in the 90s. The patient stabilized on a low dose epinephrine IV drip. The patient was extubated and able to follow simple commands and was transferred to the ICU for further workup and monitoring. The patient was quickly weaned off the epinephrine IV drip and discharged home. The patient will be seen as an outpatient with the hospital's allergy and immunology service.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the receiving and inspection records was not possible since the lot was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.